Event description:
On 6/2/2006, nellcor puritan bennett received a report of increased incidence of stridor post extubation on a hi-lo evac endotracheal tube. The caller reported an increase in incidence of stridor. The caller reported that 3 out of 5 patients had to be re-intubated. This report is associated to the second occurrence on MFR#2936999-200600637

Manufacturer narrative:
Investigation of this complaint is currently in progress. The samples and lot numbers associated to this report are not available for evaluation.